Event description:
The customer reported that prior to use on a patient, during a start up self-test the iabp generated an "electrical test failure code# 3" alarm (boot checksum incorrect). The customer used a different iabp on the patient. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).